Event description:
It was reported that during a starr procedure, the orange indicator did not move upon closing the first device. Another device was opened and fired, but there was bleeding (500 ml), 70% of the staple line was open as the staples were not formed. Sutures and another device were used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.